Event description:
It was reported that the patient did not feel stimulation on her right side following a revision to move her neuromodulator from her buttock to her abdomen about six months prior. It was reported that pre-operation, the right peripheral quad lead showed high impedances >10,000 ohms. The lead was replaced. Post-operation, impedances were still out of range (>10,000 ohms) on the same electrodes, which implied the issue may be with the bifurcated extension rather than the lead. It was unclear which lead was replaced. The patient was not receiving stimulation from the lead in question. The patient was satisfied with stimulation from her other leads and stated that "8/10" of her pain is currently covered. The patient was not injured and recovered without sequela.

Manufacturer narrative:
(B)(4).